Event description:
It was reported that the customer had received a defective item. The issue was that the catheter was getting clogged and they needed to flush. As per follow-up information received from customer on 03nov2023, stated that they had an issue with the leg bag and issue was leaking.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be due to "biological deposits". The device history record review could not be performed without a lot number. The instructions for use were found adequate and states the following: "visually inspect the product for any imperfections or surface deterioration prior to use". It also states "storage: store catheters at room temperature away from direct exposure to light, preferably in the original box". It also states "this is a single use device. Do not re-sterilize any portion of this device. Reuse and/or repackaging may create a risk of patient or user infection, compromise the structural integrity and/or essential material and design characteristics of the device, which may lead to device failure, and/or lead to injury, illness or death of the patient". H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the customer had received a defective item. The issue was that the catheter was getting clogged and they needed to flush.